Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The reported blood glucose reading at the time of the call was 500 mg/dl. The dr. Had no further details regarding the hospitalization. Advised to have the customer call us for troubleshooting when she is able to. Nothing further was reported.